Event description:
It was reported that the patient was having drainage at the ipg incision site with tenderness and a small area of dehiscence. The patient also had erythema at the lateral aspect of the ipg incision site. The patient was put on antibiotics. The patient underwent an ipg replacement procedure wherein the ipg was also repositioned. The physician stated that there was no infection. The explanted ipg was discarded by the medical facility. The patient was doing well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.